Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, d10, e4, h6, h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from customer.

Event description:
It was reported that during a diagnostic colonoscopy for a polyp, the cap split in half and detached from the colonoscope. The cap fell inside the colon and was retrieved with a grasper. The procedure was completed successfully after the cap was retrieved with a prolongation of less than 30 minutes. There were no reports of further patient harm. It was further reported that the cap was probably pushed on too hard, way beyond the line that should coincide with the top of the scope. Medical tape was not used to wrap and secure the cap to the distal end of the scope. Lubricant was used after the cap was attached. Vaseline or other lubricants or chemicals were not adhering to the product. The cap and scope were inspected prior to use, and everything was fine.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.